Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an alert for intermittent high out of range shock impedances greater than 200 ohms. There was no noise noted on the stored egm's. Boston scientific technical services (ts) discussed bringing the patient in for further troubleshooting, thus additional information was requested. The system remains in-service. No adverse patient effects were reported.